Event description:
Cord clamp applied and cut by dr. Ten mins later, it was noticed that cord clamp was off and blood was slowly oozing from cord. New clamp applied. Clamp was found closed. It apparently slipped off. Weight 7lb 8 oz.